Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Reporter phone #: (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unspecified breast surgery with mentor memorygel, 250cc breast implant experienced right sided rupture post procedure. As a result, patient underwent replacement with cat#: 3544375, lot#: 9608677 on (B)(6) 2021.

Manufacturer narrative:
Upon receive of the device on december 13, 2021, the mentor failure analysis lab received the device for evaluation. Mentor became aware of the lot number of the impacted device. Lot number 6471495 was manufactured in netherlands. The (B)(6) breast implants that are manufactured and distributed under the mentor brand but are not approved for import into the united states do not meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in manufacturing processes and device specifications. Therefore, events that involve these devices would not need to be reported as asrs/psrs or mdrs. As a result, no further reports will be submitted to the FDA regarding this device. Suspect device received on december 13, 2021. Device evaluation completed on december 20 , 2021: on december 13, 2021 mentor became aware that the suspect device lot number is 6471495. Also the date of explantation was updated to (B)(6) 2021. Patient identified ias mb, patient date of birth is (B)(6) 1980, updated procedure from "breast surgery" to "breast augmentation primary. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the siltex round mod. Profile 250cc breast implant had a tear within an area of siltex cracking on the posterior view. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The evaluation determined that the cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).